Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) was not entered into the pump by the user and continuous glucose monitor was not in use on (B)(6) 2019. User made bolus requests by entering units of insulin to be delivered without entering current bg or carbohydrate gram values, and while still having insulin on board (iob). Cartridge change sequence was completed at 3:13 pm. User made several personal profile settings adjustments during the days prior to and following (B)(6) 2019, gradually increasing total daily basal insulin from 20.25 units to 27.125 units. Complaint could not be confirmed. Making bolus requests without entering current bg and while still having iob could lead to a low bg event. If user did not disconnect during the ¿fill tubing¿ step of the cartridge change sequence, insulin would be delivered, and this could cause bg levels to drop. It is possible the user¿s personal profile settings need adjustment. There is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 43 mg/dl; cause was unknown. Sugar pills and snacks were consumed to treat bg level.